Manufacturer narrative:
Results - a review of the manufacturing records for the device is being conducted. Additional device related to this event: tg3715/06187622.

Event description:
On (B)(6) 2009, this patient underwent a procedure using two gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. Final angiogram at the conclusion of the procedure determined a type 2 endoleak. The physician chose to monitor the patient. On an known date, the endoleak was determined to be a type iii endoleak at the overlap zone of the tag devices. On april 28, 2010, follow up computed tomography (CT) determined the type iii endoleak persisted. On (B)(6) 2010, the patient underwent re-intervention and the overlap zone was re-lined with an additional gore tag thoracic endoprosthesis and the endoleak was resolved. The patient tolerated the procedure.